Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient e-mailed to report a beeping sound from the implantable cardioverter defibrillator (ICD). It was further reported that the patient was wearing a shirt with magnetic closures on the chest pockets which had triggered the alert. The device remains in use. No patient complications have been reported as a result of this event.